Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via the phone call that the reservoir was not able to lock in place. The customer¿s reported blood glucose value was 108 mg/dl. The customer stated that there were bite marks on the top of the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partially broken off reservoir tube lip and missing reservoir tube lip o ring cause by dog chew marks. However, device passed displacement test. Test p-cap or reservoir will not lock in place due to broken reservoir tube lip.